Manufacturer narrative:
Zoll medical corporation evaluated the device and the device was found to perform to specification. Review of the device history log indicates that the end user did not select 30 joules during the attempted self-test. This claim has been closed as end-user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.